Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump won't allow them to deliver a bolus. The patient's blood glucose at the time of incident was 445 mg/dl. No symptoms were felt related to their high blood glucose. Troubleshooting was initiated. The bolus history was checked and the customer confirmed that all of the boluses were not there, and there were no alarms to indicate a blockage preventing the flow of insulin. The customer rewound and primed the pump, and declined a high pressure test. The customer was advised to change the entire infusion set, the reservoir, and insulin, and treat per health care provider's instructions. No products were returned or shipped.